Manufacturer narrative:
This report is replacing previously submitted MFR report # 2243072-2023-02302. The previous report was submitted with an incorrect manufacturing site. This report corrects the site to juncos, pr. D.1. Medical device brand name: bd vacutainer® blood transfer device holder with female luer adapter d.4. Medical device lot#: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown. "Material #: 364880, lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® blood transfer device holder with female luer adapter was not filling blood collection tubes properly. There was insufficient blood flow. There was no report of impact to patient or user.